Event description:
It was reported that the filter of a 3 lead extension set with 0.22 micron air eliminating filter became discolored (turning either brown or black) and that the extension set had a "blackish streak" in it. This occurred during patient infusion of total parenteral nutrition. The line was interrupted and the extension set was changed. There was no report of patient injury or medical intervention associated with this event. Report four of six. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. Should the device or additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation. Should additional relevant information become available, a supplemental report will be submitted.